Event description:
Device malfunction: incorrect splitting of the sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of an unspecified vessel using the starclose se device after an interventional procedure. Reportedly, "the peeling of the introducer was not correct so the physician had to stop the procedure with the safety button". Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.